Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2015-03115, 1627487-2015-03116 & 1627487-2015-03117. Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which 3 of the 4 leads were repositioned. Effective stimulation was restored with the procedure.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2015-03115, 1627487-2015-03116 & 1627487-2015-03117. The patient has 2 model 3166 occipital (off-label) pns leads and 2 model 3169 supra-orbital (off-label) pns leads. It was reported the patient is experiencing ineffective stimulation. Surgical intervention will be taken at a later date to address the issue.